Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc). The rn had found the alarm in the alarm log. It was unknown if the patient was connected or if there was anything wrong with the setup that night. The baxter technical services representative reviewed the alarm with the rn. Baxter product surveillance (bps) spoke with the registered nurse on (B)(6) 2012. She stated that she had since spoken with the home patient (hp) about the alarm. Neither she nor the patient knew what had caused the alarm. The patient did not report any issues with the supplies that night. The patient had started over with new supplies after she received the alarm. The nurse did not report a user error, but did report that the patient's care giver was scheduled for retraining. The patient was continuing therapy on the homechoice successfully, and there were no adverse effects reported in relation to this event. Bps spoke with the patient on (B)(6) 2012. The hp stated that they did not recall this incident. Per hp, they did not have any injury or harm as a result of this incident. The hp stated that they are doing fine and continuing therapy without issues. No allegations were made against any of baxter's products. The hp stated that therapy has been going well. There was no patient injury or medical intervention reported regarding the issue. No further information regarding this event is available.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.